Manufacturer narrative:
Results: cam bracket assembly.

Event description:
It was reported by service report that the brakes do not stay engaged. It is unknown if there was patient involvement; however, no adverse consequences were reported.